Manufacturer narrative:
However, as a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that several protaper files (exact number unknown) broke during use. The event outcome is unknown. A review of the doctor's technique found he was misusing the files.